Manufacturer narrative:
The reported complaint of "the quattro catheter (lot # 93275) leak" was confirmed. Leak was observed at the distal end of the proximal balloon during functional leak test. The probable root cause for the reported complaint could be a latent material defect. Upon visual inspection, no physical damage was observed on the catheter. Observed dried blood residue on the catheter balloons and on the luered ports. During functional testing, all infusion ports and extension tubes were flushed without resistance, except proximal could not flushed due to clogged blood. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a leak was observed at the distal end of the proximal balloon. The catheter balloon was inspected under the microscope to confirm the leak noted during functional leak test. Observed balloon has a clean line cut at the distal end of the proximal balloon (the cut was measured 4mm), thus confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot # 93275.

Manufacturer narrative:
Zoll has not received the catheter for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During the patient use, the user observed leak from the catheter and the start-up kit. The dwell time of the catheter was 12-24 hours. The leak was observed during the maintenance phase. No known impact or consequence to patient information was provided.